Event description:
It was reported through siemens' complaint process that on (B)(6) 2013, an equipment malfunction occurred. The customer observed a message on one of the monitors that stated that "the b plane is not in sync with the ivs (imaging visualization system) computer." However, the customer was able to "do a cerebral case, even though the patient registration was rejected by the ivs computer." We are not currently aware of the patient's condition. There has been an unverified report that the patient expired, but we don't know when, where, or if this occurred. Presently, we are unable to retrieve any additional patient information from the customer. In a customer medwatch report ((B)(4)) received from the FDA in our regulatory department on (B)(6), 2013, the customer alleged that a "child underwent ir procedure that resulted in an unanticipated neurologic outcome as a result of an equipment failure." The date of event on the customer's report, (B)(6) 2013, is the same date of event as on the complaint received by siemens. However, according to the customer's MDR, the product code - "(ra)-system, radiation therapy, charged particle, medical (lhn)" is unrelated to the equipment mentioned in the siemens complaint. Also, the section "device type:" in the customer's report states "fluke v 451p survey meter". This is not the siemens system type installed at the site (which is the axiom artis zee biplane).

Manufacturer narrative:
According to information received by local siemens service from the technologist at the site: at the exam start the x-ray techs noticed the message ivs not in sync; the x-ray techs closed the case and did an emergency registration on the same patient; the radiologist continued with the exam; the exam continued with whatever fluoro and acquisition frame rates were working; the customer called siemens service technical support, and technical support personnel logged into the system; after the exam was over the customer shut down and booted the system back up; after reboot the customer was able to merge all the images from the different folders into 1 patient folder. We do not have confirmation of the patient's health condition prior to the exam, but we have an unverified report that the patient was in critical condition. The investigation is on-going. The artis was correctly functioning when the local siemens service engineer arrived at the site the following day, (B)(4) 2013. The customer is not sharing additional information at this time.